Event description:
Customer reported difficulty charging pump with multiple tandem issued usb cables. The customer reported that the pump could only be charged with usb cable. The customer¿s blood glucose was 450 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.